Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced within a month of implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Product met specification. At this time, it is unknown why this product was explanted after approximately one month of implant.

Event description:
This supplemental report is being filed based on completion of device analysis.